Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) lead exhibited high pacing impedance measurements of greater than 2500 ohms, noise, oversensing and pacing inhibition of less than two seconds. A surgical revision was performed and the rv lead was explanted and replaced. The lead was not tested via the pacing system analyzer (psa), but it was noted that a conductor fracture was demonstrated with pocket manipulation as well as with isometric movements. The device was also explanted and replaced due to having one year remaining. No additional adverse patient effects were reported.